Manufacturer narrative:
(B)(4). Other biosense webster products used in the procedure: carto xp system, catalog # m470001, serial #(B)(4), stockert 70 system, catalog # s7001, serial # (B)(4), cool flow pump, catalog # cfp002, serial # (B)(4), avail quadropolar catheter, catalog # f5qe005rt, lot # 15135607.

Event description:
A distributor in (B)(6) reported that an mr340 reusable infant humidification chamber was leaking. No patient consequence was reported.

Manufacturer narrative:
Upon multiple attempts with the customer, bwi has been unable to confirm the status of the product and as of today, no product has been returned to bwi for analysis. If the product is returned to bwi in the future, an analysis will be performed and a 3500a supplemental will be submitted as required. (B)(4).

Event description:
It was reported that while performing an rvot ablation there was a perforation to the right apex. Pericardiocentesis was performed on the patient. Patient was in stable condition and transferred to the ICU. There was no malfunction reported for any of the bwi products used in the procedure. Additional information received: the procedure was a rvot pvc ablation. The physician was adjusting the quadropolar catheter that was placed in the rv apex to find capture with pacing when they noticed that the patient's blood pressure started to drop. The patient was under anesthesia. An echo was performed; subsequently, approximately 800 cc of blood were removed by pericardiocentesis. The patient was then stabilized and transported to an ICU bed. The patient prognosis at that time was satisfactory.